Manufacturer narrative:
Other relevant device(s) are: product ID: 9731460, serial/lot#: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to test the equipment. Testing found that some of led of the microscope tracker were not working properly. A new tracker was installed and a new calibration was done to resolve the issue. The tracker was returned for analysis. Testing found that when connected to a known good system none of the led on the returned tracker were firing. There was an electrical malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the microscope tracker was not working in some positions. No patient was involved.